Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI#: (B)(4). Please note: customer is using same strip lot: mv2959 with both meters mentioned in complaint. See MDR ticket #:1613087. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 95-120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. Test strip lot manufacturer's expiration date is 04/20/2020, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Complaint customer called in stating that he has two meters, and both are reading higher than his expected range. Customer is also comparing the meters to another meter.